Event description:
Revision surgery - due to the pt's hip subluxing, a revision was necessary. The surgeon replaced the djo cup, and liner with stryker components.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 2.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital will not release the device and make it available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was reported as subluxation. There is no information reported that showed a material, design, or manufacturing problem with the product.